Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the coil was inserted into the microcatheter without flushing and air bubbles were formed in the rhv (rotating hemostatic valve) of the microcatheter. There were no consequences to the patient.